Event description:
Bilateral MRI indicated rupture, left-side.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: h1, per surgeon provided update, this is not the affected side therefore, submitting this request to void report.